Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 38 mg/dl and high blood glucose of 400 mg/dl. The customer stated that while changing set, insulin squirting out and gave insulin pump error alarm. Customer stated that drive support cap was loose. The insulin pump will be returned for analysis.